Event description:
It was reported that the power cord on the 6800 system was damaged. There was no pt involved and no injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.